Manufacturer narrative:
Device was not returned and could not be evaluated. User facility could not provide the lot number. The complaint database was reviewed for part number zcw. Zero complaints for zcw have been registered in the database.

Event description:
User facility reported to medline canada, corporation that during procedure, anesthesia was suctioning patient's mouth. White tip of saliva ejector broke off. Due to the patient being sedated, there was a concern that the tip could be aspirated. Tip was retrieved from patient's mouth.